Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced erosion and extrusion of the mesh causing severe persistent pain, nerve damage, weight gain and an inability to perform household functions and sexual relations. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.